Manufacturer narrative:
A review of the complaint history for sn (B)(6) was performed in salesforce which did not locate similar complaint(s) with the same failure mode for this serial number. A review of the device history record for sn (B)(6) was performed from the date of manufacture, 23-oct-2019 and confirmed that this device was not previously returned for servicing and there were no production failures which correlates to the customer reported issue. Upon investigation of the actual device used in this incident, it was determined that the drawer 7 failed and no lights on interface board. A field service engineer tested the drawer controller which passed the ohm's test and then replaced the interface board. Secured the connections and tested functionality. The system functioned as intended after the field service engineer repaired the device.

Event description:
It was reported that when using the bd pyxis¿ medstation¿ es auxiliary space/drawer had failed, could not be recovered, would not open, and displayed a device not detected on bus error. The customer stated that there was a delay in patient care. There were no adverse events or injuries reported based on this event.